Event description:
Drug/diluent: not provided; fill volume: not provided; flow rate: not provided; procedure: not provided; cathplace: shoulder joint. Patient alleged chondrolysis in shoulder following placement of an on-q painpump after surgery on or about (B)(6) 2006. Patient has filed this complaint against both I-flow, llc and kimberly-clark worldwide, inc. Is not, however, the successor in interest to I-flow, llc, nor does it manufacturer the on-q painbuster. Only I-flow, llc is the manufacturer of the on-q painbuster.

Manufacturer narrative:
Method: the product was not returned for an evaluation and investigation. The lot number not provided; therefore the device history records could not be reviewed. Results: results are not available since there were no methods performed. The information contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion: the device was not returned and device information was not provided. As this complaint was created from a lawsuit served on I-flow, no customer contact can be made at this time due to the pending or threatened litigation. On 8/8/2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today"; (1303722, rev.e).